Event description:
The customer alleged a cover from the light head camera fell into the sterile field during a surgical procedure. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Upon device inspection it was noticed the cover was forcefully removed and put back on the camera. It was no longer secured and could fall off again. The user manual requires the use of a sterile handle over the camera housing. If a sterile handle is attached, the camera cover cannot fell into the sterile surgical field, even if it will become loose. If the sterile handle is not used and the light head is operated at the camera housing it is possible the cover will be damaged. The root cause is traced to a use error as a damaged and not completely ready for use prepared device was used. Based on this no further action is required.

Manufacturer narrative:
Upon device inspection it was noticed the cover was forcefully removed and put back on the camera. It was no longer secured and could fall off again. The root cause for the damaged cover could not be clarified yet but seems like some kind of mishandling. An offer was made to the customer for an exchange of the camera to ensure a non-damaged device will be used. If new information will becomes available during further investigation a follow-up report will be provided.

Event description:
The customer alleged a cover from the light head camera fell into the sterile field during a surgical procedure. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4) .